Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution/error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. New etq record created in order to update etq (legacy system) complaint number (B)(4). Doi: unk - dor: (B)(6) 2008. Reason for original complaint.- patient was revised to address dislocation. Update - medical records received 10/08/2013. Revision operative report indicates the following: neck of the prosthesis impinged on the posterior portion of the polyethylene liner and hip subluxed anteriorly. Femoral stem added to complaint. The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Provided medical records have been reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.